Manufacturer narrative:
Unit had no button response due to unlocked keypad flex connector on j2lcd/b. Unable to test for a21 alarm or unexpected restart due to no button response. Unit had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 229 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.